Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump failed the audio beep test. The customer's blood glucose level was unknown at the time of the incident. The customer reported that his wife can hear the beep but they do not and it seemed to be functioning properly. The customer stated that after wearing the hearing aids and feels beeps sound the same when volume is on a 1 or 5. The customer reported that they did hear beeps when audio volume settings were saved. The customer reported that they did hear the differences between the two audio beep volumes (1 & 5). The device will not be returned for analysis.